Manufacturer narrative:
Concomitant medical products: ddbb1d1 ICD, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds were noted on the right atrial (ra) lead. Intermittent atrial undersensing was also noted on stored electrograms (egm). The right atrial (ra) lead remains in use. No patient complications have been reported as a result of this event.